Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. There is a hole in the cuff. No trend of confirmed complaints in relation with this issue was identified. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the product could not be used because the balloon was defective and did not inflate. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.